Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement caused by twiddlers syndrome. It was identified due to loss of capture (loc) and sensing on the atrial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, and electrode tip found no anomalies. Lead body exhibited a twist approximately 60mm and 165mm from the terminal pin, consisted to the twiddler's syndrome allegation.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement caused by twiddlers syndrome. It was identified due to loss of capture (loc) and sensing on the atrial lead. No additional adverse patient effects were reported.